Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13h09041 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced recurrent peritonitis and later passed away coincident with therapy for peritoneal dialysis. A peritoneal abscess and diverticulitis were reported to have contributed to the development of the peritonitis. The patient required hospitalization and treatment information was not reported. While hospitalized, the patient¿s catheter was removed and the patient was placed on hemodialysis. The patient later experienced cardiac failure and passed away. The cause of death was cardiac failure. It was unknown if the patient recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. No additional information is available at this time.